Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-10281 the pt ((B)(6)) received a trial scs system which included a surgical lead and two lead extensions (from the same lot). It was reported the pt had an infection at the lead extension site. The physician elected to explant both the lead and lead extensions. The pt was then treated with intravenous and oral antibiotic therapy. F/u info revealed the pt's fever has reduced and she is reportedly feeling better.